Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit showed code #12 power failure.

Event description:
It was reported that during power up, the cardiosave intra-aortic balloon pump (iabp) unit showed code #12 power failure. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d5 additional information: contact person phone number: (B)(4). A getinge field service engineer (fse) was dispatched to evaluate the cardiosave intra-aortic balloon pump (iabp) ¿power-up test fails # 12 (non iso dsp sbit etf) . To fix the issue, the fse replaced the front-end board and performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.